Manufacturer narrative:
It has been communicated that the product is available for eval. Upon completion of the investigation, a f/u report will be filed.

Event description:
Affiliate reported that the eye institute explanted that they saw lamellar keratitis appear in a series of pts while using skin markers, which may have contributed to this condition.